Manufacturer narrative:
Product ID 748351, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID 3387s-40, lot# va15y1l, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the left deep brain stimulator was removed (B)(6) 2016. The incision site had broken down medially. The patient was on antibiotics for three days while his liquids had been stopped.

Manufacturer narrative:
Other relevant device(s) are: product ID: 748351, serial# (B)(4), implanted: (B)(6) 2016, product type: extension; product ID: 3387s-40, lot# va15y1l, implanted: (B)(6) 2017, product type: lead; product ID: 748351, serial/lot #: (B)(4), ubd: 19-nov-2019, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient underwent a left-sided placement which subsequently became infected. They removed the ins and extension, but continued to have a persistent infection despite hardware removal and antibiotics. The lead was then removed. As of (B)(6) 2017, the patient had been off antibiotics for several months and reported no constitutional symptoms. Blood was collected on (B)(6) 2017 which showed a high wbc (white blood cell count) at 14.7. No further complications were reported or anticipated with the event.